Manufacturer narrative:
Product complaint # (B)(4). Employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that reason for revision was not identified by surgeon. Cultures were taken to check for infection. Results of cultures is unknown. Glenoid was removed and significant posterior polyethylene was identified wear. A hemi shoulder was then chosen as definitive cate at this time. No further information is known. Doi: (B)(6) 2019, dor: (B)(6) 2021, left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.